Manufacturer narrative:
Balt USA reference (B)(4). Conclusion of investigation pending analysis from manufacturer, balt extrusion. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "during the embolization procedure for aneurysm of the communicating segment of the left internal carotid artery, using the coil technique with remodeling using excelsior sl10 microcatheters - rectum and vascus 10mp, it was observed: *during the attempt to navigate the sl-10 microcatheter over a hybrid 0.012 microguide (ref: hybrid1214d - batch: 00526584), there was complete detachment of the distal portion of the microguide inside the microcatheter, with a risk of distal embolization of the detached portion, requiring removal of the microcatheter. After its removal, the wire rupture was observed at the junction of the segments. Then, during an attempt to navigate a vasco 10mp microcatheter over a new hybrid 0.012 microguide (ref: hybrid1214d/ lot: 00526584), the distal portion of the microguide was once again detached inside the microcatheter. After its removal, the wire rupture was observed at the junction of the segments, in the same location as the previous microguide." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Event description:
It was reported that: "during the embolization procedure for aneurysm of the communicating segment of the left internal carotid artery, using the coil technique with remodeling using excelsior sl10 microcatheters - rectum and vascus 10mp, it was observed: *during the attempt to navigate the sl-10 microcatheter over a hybrid 0.012 microguide (ref: hybrid1214d - batch: 00526584), there was complete detachment of the distal portion of the microguide inside the microcatheter, with a risk of distal embolization of the detached portion, requiring removal of the microcatheter. After its removal, the wire rupture was observed at the junction of the segments. Then, during an attempt to navigate a vasco 10mp microcatheter over a new hybrid 0.012 microguide (ref: hybrid1214d/ lot: 00526584), the distal portion of the microguide was once again detached inside the microcatheter. After its removal, the wire rupture was observed at the junction of the segments, in the same location as the previous microguide." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference #(B)(4). The product analysis was completed by legal manufacturer, balt extrusion. Summary as follows: - the products inspection showed that both guidewires are broken at 40 cm from the distal part. The rupture (break) occurred at the nitinol-stainless steel junction. Root cause of the reported issue cannot definitively be determined due to the damaged state of the returned device.the products inspection showed that both guidewires are broken at 40 cm from the distal part. The rupture (break) occurred at the nitinolstainless steel junction. Based on the complaint description and the returned device condition, the exact timing of when this damage occurred is unknown. However, damage to the guidewire may occur if excessive forward pressure is applied during advancement attempts into the microcatheter. This failure mode was the subject of an internal CAPA leading to several corrective actions having been implemented to address the hybrid rupture (break) issue. On (B)(6) 2024, a strengthened scrap rate monitoring process was introduced for the nlt/nitinol welding step to gather more data and identify the root cause of failures, with weekly data follow-ups starting on (B)(6) 2024. Additionally, on (B)(6) 2024, the frequency of preventive maintenance was increased, and a defect database was created by collecting pictures during maintenance. A cross-functional project team involving r&d, qa, manufacturing engineering, and production was formed on february 19, 2024, to delve deeper into potential root causes and continuously address them. On the same date, preventive maintenance was further reinforced with increased frequency and data collection to create a defect database for maintenance control. By april 5, 2024, a checklist for manufacturing operators was implemented to verify equipment status before starting production, and processes were standardized, including welding methods, pads drawing, tools, and sampling plans. The effectiveness of these actions was evidenced by a complaint trend analysis conducted on january 31, 2025, which showed no increase in complaint trends related to hybrid break nlt nitinol welding after the implementation of the actions up to the end of 2024. The complaint trend for hybrid rupture decreased in 2024, indicating the effectiveness of the corrective actions. Consequently, CAPA 237 was closed on march 27, 2025, after verifying that there was no trend increase in complaints by the end of 2024, matching the field data. These actions and their effectiveness checks demonstrate a comprehensive approach to addressing the issues related to the hybrid rupture and ensuring continuous improvement in the manufacturing process. Review of the lot history records is performed by the manufacturer. One additional complaint against lot number 00526584 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all postmarket activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market, which is also manufactured by balt extrusion and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.